Event description:
Facility alleges that the patient fell from the overhead lift. No injury reported and date of alleged incident is unknown.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.